Manufacturer narrative:
Service inspected the instrument and performed troubleshooting procedures, including part cleaning and replacement. However, a definitive part was not identified as the likely cause of the issue; therefore, the architect (B)(6) was considered the likely cause of the discrepant result. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) , as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the architect c8000 processing module, serial number (B)(6) and the complaint issue. A review of device history records did not identify any non-conformances, potential non-conformances or deviations associated with the architect c8000 processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency with the architect c8000 processing module, serial number (B)(6) was identified.

Event description:
The customer reported a false elevated magnesium (mg) result for one sample while running on the architect c8000 processing module. The following data was provided: sid (B)(6) : initial mg result 2.7 mmol/l; repeat results = 0.76 and 0.76 mmol/l (customer¿s reference range is 0.7-1.0 mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated magnesium (mg) result for one sample while running on the architect c8000 processing module. The following data was provided: sid (B)(6): initial mg result 2.7 mmol/l; repeat results = 0.76 and 0.76 mmol/l (customer¿s reference range is 0.7-1.0 mmol/l) there was no impact to patient management reported.